Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that an jagtome rx 44 was used in the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, while they were performing the sphincterotomy, the cutting wire intact but the wire anchor dislodged from the catheter. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.